Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Claims was injured when his chair was going into the lifted position and he slid out of chair. Claims chair kept moving and is currently stuck in lifted position.

Manufacturer narrative:
The device was evaluated in january 2017 and was in need of some repairs. A follow-up repair was set up. However, the customer has not been able to be contacted since the initial evaluation. Several phone attempts were made as well as a letter sent to the customer with no response. Cannot contact consumer to repair.

Event description:
Claims was injured when his chair was going into the lifted position and he slid out of chair. Claims chair kept moving and is currently stuck in lifted position.

Manufacturer narrative:
Consumer responded and file was reopened. A field service technician replaced the hand control and control box and the device is working properly.

Event description:
Claims was injured when his chair was going into the lifted position and he slid out of chair. Claims chair kept moving and is currently stuck in lifted position.